Manufacturer narrative:
Event date unknown. Device not received by manufacturer. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the disposables exhibited leakage from the top. The patient has additional cassettes they were able to switch to and the patient was able to successfully continue their infusion. No adverse patient effects were reported by the customer.